Manufacturer narrative:
On november 19, 2021, mentor received additional information indicating that the ruptures of the implants were discovered during the revision surgery on (B)(6) 2016 and that the patient was 62-years old at the time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone primary breast augmentation with two unspecified mentor gel implants, suffered spontaneous bilateral breast implant ruptures, post-procedure. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2016. The replacement devices were the following: (left) 500cc mentor memorygel breast implant catalog: 3505001bc lot: 7294563 sn: (B)(4) and (right) 500cc mentor memorygel breast implant catalog: 3505001bc lot: 7368590 sn: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).